Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was compromised. Additionally, it was noted that the device was presenting a b30 as well as an e216 error message. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus endoeye flex deflectable videoscope was presenting a blurry image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no additional information was received from the customer. Based on the results of the investigation, the root cause of the image abnormality and communication errors (b30 and e216) was unable to be identified; however, the issues were most likely caused by a disconnection or short circuit at the buckled part of the core wire when the built-in image sensor cable moved due to angulation operation since the core wire of the image sensor cable was buckling. The cause of buckling of the core wire of the image sensor cable is the following: the arrangement was temporarily disturbed due to external stress such as inserting and removing diagonally from the state of the insertion part to the trocar, and an excessive load was applied to the image sensor cable the image sensor cable may have been overloaded due to stress such as excessive twisting or bending of the universal cord or video cable, but it could not be identified from the actual product. In addition, the scope ID data was not displayed. As a result of confirmation of connecting the system and the scope, it was confirmed that the scope ID was displayed without any problems. The reason why the scope ID was not displayed could be a communication failure such as foreign material clogged in the electrical contacts of the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information; however, no new information regarding the reported event was received from the customer.